Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. The customer¿s blood glucose level was 500 mg/dl. The contact ended the call abruptly and further information was not obtained. Tandem technical support made multiple attempts to follow up with the customer; however all were unsuccessful.